Event description:
It was reported that two left ventricular lead implantations were attempted, but not successful due to fixation/stability issues. The leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductor had blood/body fluid (not obstructed). (B)(4): the full lead was returned, analyzed, and no anomalies were found.